Manufacturer narrative:
Device not returned to MFR. Pending.

Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..torn membranes". There were no reported adverse patient consequences.